Event description:
It was reported that the right ventricular (rv) lead had been intermittently collecting episodes with oversensing of noise since three years prior. It was also reported that recently, the rv lead had a drop in impedance. The rv lead remains use. It was further reported the rv lead had an apparent fracture with oversensing and a high threshold. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead had been intermittently collecting episodes with oversensing of noise since three years prior. It was also reported that recently, the rv lead had a drop in impedance. The rv lead remains use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was oversensing with ventricular non-sustained tachycardia less than equal to 200 ms between (B)(6) 2012.